Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was high impedance. Two patient alerts for out of tolerance subthreshold lead impedance on (B)(6) 2011. The weekly pace impedance trend data shows an abrupt increase for max atrial pace bi impedance from 589 to 4047 ohms peak between (B)(6) 2011.

Event description:
It was reported that the atrial lead impedance was out of range (greater than 3000ohms) and spiking up and down, and that there was noise. A lead fracture was also reported. The lead was explanted and replaced. No patient complications have been reported as a result of this event.